Event description:
During a laparoscopic gastric bypass procedure, as the doctor fired the stapler, he felt very little resistance, indicating that he was not forcing the drivers of the cartridge up. Upon inspection, the surgeon immediately recognized that the stapler had cut but not applied any staples. The doctor confirmed that the device was not reloaded. The safety lock did not work. The procedure was delayed about 45 minutes. A tr45g reload was used with the device.